Event description:
The echelon flex 60 was placed on tissue and would not work at all. They waited a few minutes, tried again and the device still did not work. They next rotated the batteries and tried again and still the device did not function. They opened a new stapler which worked.